Event description:
It was reported that the client received an error message after the interrogation of a device. The error would not clear and the device will be returned for service. Further follow up did not provide any additional information. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.